Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the corrosion found on the eto valve/venting connector could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician found corrosion eto valve. There was no patient involvement, and no harm was reported as a result of the event.